Event description:
The sales rep reports that during a lap colectomy procedure, the discs broke. They opened another device and completed procedure. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.